Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that the patient was sweating, thirsty and dizzy after being outside. He went back inside the assistive home living where he was at. The cgm reading was high and bg was 398 mg/dl. The dexcom didn't alert or vibrated when showed high. She even checked on the receiver's settings if it on vibrate but was not, it was on sound. They had him walk and drink water but it didn't improve his condition. The child took the patient to the emergency room via personal vehicle and when at emergency room the bg reading was 337 mg/dl. The patient was treated with half a litter of fluids given intravenously, and 5 units of humalog. After treatment the bg decreased to 281mg/dl. The patient was discharged the same day and the bg reading was 238 mg/dl. At the time of the report the patient was normal. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Event description:
It was reported that alert/notification settings issue occurred. The product was evaluated. An exterior visual inspection was performed, and no damage was found. Receiver charge and receiver boot were performed and passed. Data log analysis was performed and passed. Functional test results were performed and passed relevant tests. Functional test which failed serial number verification. Alarm/alert manual test was performed and passed. Speaker/vibrator resistance measured was performed and passed. Internal visual inspection was performed and failed. Internal visual inspection failure was performed and water damage was found. The receiver log was downloaded and reviewed finding no errors related to the complaint. There is data in 'screen display' tab in the log, but there's no log entry before (B)(6) 2025 in the 'alarms' tab. The customer¿s complaint of "alert/notification settings issue" was undetermined due to no data within the investigation window. The allegation was undetermined. The probable cause could not be determined as the allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device returned to MFR - additional information. D9: date device returned - additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information/device evaluation. H3a: device evaluated by mfg - additional information. H6 codes: type of investigation - additional information. H6 codes: investigation findings - additional information. H6 codes: investigation conclusion - additional information. Concomitant medical products - correction.